Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, several non-sustained rv oversensing episodes due to cross-talk on v lead were observed. Programming changes were made.